Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had holes in the device cord and the top end was powerbroken. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device cord had holes in it and the device was powerbroken. It was determined that the cause of the holes in the hose was due to allowing the cord to come in contact with a sharp object. It was further determined that the device was power broken because of failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be component damage due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.